Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (464 mg/dl). The customer delivered a manual injection to correct elevated bg level. It was confirmed that the customer was able to clear the malfunction alarm and resume insulin using the pump.